Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced unclear vision. Clinical reason for explant myopic surprise. The iol was exchanged for advanced technology intraocular lenses (atiol) model company lens 03 months 13 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in a.2., a.3.a., b.2., b.3., b.5., b.6., and h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a non-qualified cartridge. The handpiece and viscoelastic indicated are qualified for use with this lens, with the use of qualified lens/cartridge combinations. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. Each lens is subjected to a 100 percentage assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company, 21.5 diopter (add power +2.2/+3.2) lens was replaced with a company, 20.0 diopter (add power +2.2/+3.2) lens. Due the exchange of a 1.5 lower diopter lens of the same model, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the patient experienced cloudy vision and cystoid macular edema. As per the surgeon's prognosis connecting refractive surprise lens power would improve patient vision. There was no further impact to the patient.